Manufacturer narrative:
The insulin pump was received with intermittent button response on all buttons due to flattened button dome switch. No unlocked lcd keypad connector during visual inspection. No moisture damage noted during testing. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons were sticking. The customer's mother also reported that the act and esc buttons were hard to push. The customer's blood glucose was 298 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.